Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported via a lawsuit that the patient had a ventricular lead replaced. The lawsuit alleges that the patient "has sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event.

Event description:
It was reported via a lawsuit that the patient had a ventricular lead replaced. The lawsuit alleges that the patient "has sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event. Additional information was received and a lawsuit alleged that the lead was fractured. The lead was replaced. No further details were provided. It was reported via a lawsuit that the patient had a ventricular lead replaced. The lawsuit alleges that the patient "has sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event. (B)(6) 2011 a lawsuit alleged that the lead was fractured. The lead was replaced. No further details were provided.